Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) had error code 139.

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) had error code 139. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d10, e1, e3, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) replaced the power management board (d670-00-1162), to resolve the issue. Fse also replaced cable, video receiver to lcd and cable, coil cord but the reason is not clear why these parts replaced. Unit passed system checkout and was returned to customer and cleared for clinical use.